Event description:
It was reported that the customer had a radio frequency failed selftest on the insulin pump. No additional information provided.

Manufacturer narrative:
Findings: unit alarmed a64 during selftest due to faulty y1 at rf board. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)